Manufacturer narrative:
The insulin pump alarmed with button error and had an unresponsive button due to corroded keypad traces. The following physical damage was also noted: minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that she had the pump in her bra. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.